Event description:
Boston scientific received information that the patient developed an infection which required explant of the system. The device pocket site tested positive for infection. There was no vegetation on the leads. The infection was due to the diabetic state of the patient. A new system was successfully implanted on the contralateral side of the patient. The patient was reported as doing well.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.